Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation was able to be confirmed. The difficulties removing the device could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection and scanning electron microscopy (sem) imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: runthrough hp, bmw elite; stent: xience prime 2.25 x 23 mm. While re-positioning the bmw elite guide wire and the whisper ms guide wire, the whisper ms was noted to be separated 13 cm from the distal end. The distal end was noted to be sticking out of the aorta. The separated distal portion of the whisper ms was retrieved with a snare device without difficulties. No adverse patient sequela was reported. No additional information was provided. The bmw elite guide wire referenced in is being filed under a separate medwatch report. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the target area was located in the posterior descending artery (pda) with moderate tortuosity, heavy calcification and 90% stenosis. There was also a tortuous calcified area in the right coronary artery (rca). The whisper ms guide wire was advanced to the posterior descending artery and a balance middleweight (bmw) elite guide wire was placed in the posterior lateral. Then, a 2.25 x 15 mm non-abbott balloon was advanced over the whisper ms guide wire, but the balloon catheter did not cross past the mid rca due to the anatomy. Thus, the 2.25 x 15 mm non-abbott balloon was pulled slightly to the rca and the balloon was dilated in the rca. As an intra-vascular ultra sound (ivus) catheter failed to cross, the rca was further dilated with the 2.25 x 15 mm non-abbott balloon and a 2.25 x 12 mm non-abbott balloon. Then, an attempt was made to advance a 2.25 x 28 mm xience prime stent, however it failed to cross. Another guide wire (non-abbott) was delivered to help advance a stent delivery system (sds). Then, with three guide wires placed in the anatomy, a 2.25 x 23 mm xience prime stent was advanced and was positioned at the lesion. Then, the bmw elite guide wire and the non-abbott guide wire were pulled, but the guide wires could not be retracted, as they felt stuck with the lesion. The 2.25 x 28 mm xience prime stent was retracted from the anatomy without deploying the stent. After the non-abbott guide wire was retracted, the whisper ms guide wire and the bmw elite guide wire were noted to have come out of position in the lesions and were located in the rca.